Manufacturer narrative:
The investigation was based on the reported event and enhanced information like logfile analysis of the affected savina 300, manufactured in may 2020. Due to the logfile analysis it could be confirmed that the internal battery was discharged and the device alarmed to alerts these discharge statuses of the internal battery during an intra clinical transport. It was also found that the affected device failed during ventilation due to a discharge of the internal battery. The device has alerted high priority, but not the required 5 minutes, because the battery was previously deep discharged. If the savina 300 is not connected to mains power or is not equipped with an external battery, the unit switches to the internal battery with audible alarm and the display message "internal battery activated" occurs. During the discharging process savina indicates ascending alarm messages from ¿int. Battery activated¿ via ¿int. Battery low¿ to ¿int. Batt. Almost discharged¿. When the battery is completely discharged, the system shuts down and generates an acoustical power supply failure alarm. In case a ventilation is active at that time, the pneumatic system will open which reduces airway pressure to ambient pressure and spontaneous breathing would be possible for the patient. The run time stated in IFU refers to new, fully charged batteries. The aging process of batteries depends on discharge / recharge cycles, temperature, ventilation parameters, storing conditions and more. A defined ventilation time powered by internal battery cannot be guaranteed after several months or hundreds of working hours in use. The savina 300 has batteries with lead-gel technology. Batteries of this type perform particularly well when used as a backup battery. If these batteries are used in irregular alternating mode, e.g. In intra-clinical transport, the service life is shorter due to technology. A more frequent replacement of the internal battery or the additional use of the external battery option is recommended in this case. The field failure rate of the internal battery is within an acceptable range. The risk assessment concerning the reported event does not reveal any new or additional risk with respect to the known risks at the time of product design, during product improvement process and risks to be expected in the frame of the intended purpose; consequently, this is considered within the device safety concept.

Event description:
It was reported, that on (B)(6) 2021 when transporting a covid-19 infected patient from the catheter room to the ICU, the battery went to 30% within 10 minutes and then it reached 10%. On (B)(6) 2021 an alarm log was confirmed, but since it was used for covid patient, it was decided to keep it in the hospital for a while. When the device was charged by the biomed for 20 hours or more and then subjected to a discharge test, the battery level went to 30% or less within 10 minutes and immediately after that, an alarm with a battery level of 10% occurred. No patient health consequences have been reported. Initially no stop of ventilation was reported. However, based on the logbook analysis, it was found that the affected device failed during ventilation due to a discharge of the internal battery.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Event description:
It was reported, that on (B)(6) 2021 when transporting a covid-19 infected patient from the catheter room to the ICU, the battery went to 30% within 10 minutes and then it reached 10%. On (B)(6) 2021 an alarm log was confirmed, but since it was used for covid patient, it was decided to keep it in the hospital for a while. When the device was charged by the biomed for 20 hours or more and then subjected to a discharge test, the battery level went to 30% or less within 10 minutes and immediately after that, an alarm with a battery level of 10% occurred. No patient health consequences hve been reported. Initially no stop of ventilation was reported. However, based on the logbook analysis, it was found that the affected device failed during ventilation due to a discharge of the internal battery.